Manufacturer narrative:
Event: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the plunger sensor was not able to calibrate. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the plunger case was cracked and the force sensor was broken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found the presence of force sensor test. Functional testing was able to duplicate the reported failure. The investigation determined the cause of the issue was that the force sensor broke of inside the plunger case due to customer damage. The force sensor was replaced.